Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an air leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and observed that the console cover was damaged. The fse removed the console cover and observed that the pressure hose was damaged causing a leak on the pressure side. During the evaluation, the fse observed that the fill assembly was damaged causing helium leak. In order to solve the issue, the fse replaced the following damaged parts due to customer negligence: console cover, slide handle assy, wheels assembly, helium reservoir, pressure tube assy, and primary 9v battery. The unit then passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an air leak. There was no patient involvement.